Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections. The tubing sets were being used to deliver unspecified chemotherapeutic agents. The option-lok male adapters of the tubing sets were connected to the clave ports of the extension sets. After unspecified lengths of time in use, the customer contact reported the option-lok male adapters disconnected from the clave ports of the extension sets. It was reported that unspecified volumes of solutions leaked. The solutions that leaked were cleaned up according to the user facilities protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the info known by the reporter upon query by the hospira personnel. (B) (4).